Event description:
It was reported that an ilet user experienced nocturnal low glucose readings following a self-initiated feature/restart without clinical guidance, with cgm data showing a rapid rise from approximately 120 to 193 that triggered pump corrections, then a decrease to the 60s, an isolated outlier reading of 39 that immediately returned to the 70s, and recovery after the user ingested about 30 grams of carbohydrate via a granola bar; education was provided on treating lows with fast-acting carbohydrate and on post-restart best practices, and oral glucose use was discussed. Symptoms included hypoglycemia with confusion/disorientation and fatigue. Outcomes included medication intervention in the form of carbohydrate treatment, with no device-related serious injury or illness identified. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to treatment approach and instructions, with no applicable device component implicated, and the medical device problem characterization aligned to incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.

Manufacturer narrative:
Initial.